Event description:
The sales representative reported that during an l-5 grade 3 spondylolisthesis surgery in (B) (6) 2008, the end screw extender sleeve came off of the screw. There was minimal surgical delay and no harm to the pt. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.